Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ painextreme pain; pelvic pain; dysmenorrhea; side pain") and menorrhagia ("heavy menses/abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. Concurrent conditions included body mass index normal, cystitis since (B)(6) 2016 and bleeding anovulatory. Concomitant products included medroxyprogesterone (depo provera) (B)(6) 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)/ painextreme pain; pelvic pain; dysmenorrhea; side pain"), migraine ("migraines/headaches severe migraines"), menstrual disorder ("hormonal change-describe: menstrual changes"), nausea ("hormonal change-describe: nausea"), depression ("depression/psychological or psychiatric problems condition: depression/hormonal change-describe: depression"), vaginal odour ("allergic or hypersensitivity reaction type: vaginal odor for duration of essure implant/hormonal change-describe: vaginal odor"), fatigue ("hormonal change-describe: fatigue"), headache ("allergic or hypersensitivity reaction type: headaches"), female sexual dysfunction ("apareunia (inability to have sexual ntercourse)"), hypertension ("blood or heart disorder/condition type: high blood pressure"), dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse") and weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hormonal change-describe:hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - type: vaginal") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced blood urine present ("bloody urine/ bladder or urinary problems or changes blood in urine"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain,"), abdominal distension ("bloating,"), adnexa uteri cyst ("paratubal cysts"), abdominal pain ("abdominal pain/right side pain"), vomiting ("vomiting,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain"), feeling abnormal ("general toxic feeling") and bacterial infection ("bacterial infection"). The patient was treated with ibuprofen, surgery (underwent a pelviscopy, bilateral salpingectomy, and removal of the essure implant) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, blood urine present, abdominal distension, dysmenorrhoea, adnexa uteri cyst, migraine, abdominal pain, vomiting, dyspareunia and feeling abnormal had resolved and the menstrual disorder, nausea, depression, vaginal odour, fatigue, alopecia, vaginal haemorrhage, headache, vaginal infection, female sexual dysfunction, hypertension, tooth disorder, vision blurred, weight increased, abdominal pain lower and bacterial infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, back pain, bacterial infection, blood urine present, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypertension, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion. Culture urine, poc pregnancy urine, urinalysis reflex to microscopic and culture, urine microscopic wi culture on (B)(6) 2016. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s patients medical records: vaginal haemorrhage, pelvic pain, nausea, dysmenorrhea, abdominal distension, menorrhagia. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs received, reporters added, demographic conditions , insertion date updated, events: ablation, hormonal change, describe: menstrual changes, nausea, depression; vaginal odor; fatigue; hairloss. Abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: headaches. Odor in vagina, infection (bladder/ urinary tract/vaginal) type: vaginal, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, bladder or urinary problems or changes: blood in urine, blood or heart disorder/condition type: high blood pressure, tooth disorder, vision/eye problems type: blurred vision, fatigue, weight gain / loss specify which one: weight gain, dyspareunia (painful sexual intercourse), abdominal pain lower, general toxic feeling, bacterial infection, concomitant drugs added, concomitant condition added, lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("random representative sections are submitted due to not being able to determine right from left and multiple pieces"), pelvic pain ("severe pelvic pain/ painextreme pain; pelvic pain; dysmenorrhea; side pain") and menorrhagia ("heavy menses/abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (batch no. C36237) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the wire is stretched" (seriousness criteria medically significant and intervention required). The patient's medical history included pap smear abnormal. Culture urine, poc pregnancy urine, urinalysis reflex to microscopic and culture, urine microscopic wi culture on (B)(6) 2016. Concurrent conditions included body mass index normal, cystitis since (B)(6) 2016, bleeding anovulatory, vaginal irritation, uti and bleeding anovulatory. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2015 to july 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)/ painextreme pain; pelvic pain; dysmenorrhea; side pain"), migraine ("migraines/headaches severe migraines"), menstrual disorder ("hormonal change-describe: menstrual changes"), nausea ("hormonal change-describe: nausea"), depression ("depression/psychological or psychiatric problems condition: depression/hormonal change-describe: depression"), vaginal odour ("allergic or hypersensitivity reaction type: vaginal odor for duration of essure implant/hormonal change-describe: vaginal odor"), fatigue ("hormonal change-describe: fatigue"), headache ("allergic or hypersensitivity reaction type: headaches"), female sexual dysfunction ("apareunia (inability to have sexual ntercourse)"), hypertension ("blood or heart disorder/condition type: high blood pressure") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2015, the patient experienced alopecia ("hormonal change-describe:hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - type: vaginal") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient was found to have blood urine present ("bloody urine/ bladder or urinary problems or changes blood in urine"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain,"), abdominal distension ("bloating,"), adnexa uteri cyst ("paratubal cysts"), abdominal pain ("abdominal pain/right side pain"), vomiting ("vomiting,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain"), feeling abnormal ("general toxic feeling") and bacterial infection ("bacterial infection"). The patient was treated with ibuprofen and surgery (ablation, salpingectomy and underwent a pelviscopy, bilateral salpingectomy, and removal of the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menstrual disorder, nausea, depression, vaginal odour, fatigue, alopecia, vaginal haemorrhage, headache, vaginal infection, female sexual dysfunction, hypertension, tooth disorder, vision blurred, weight increased, abdominal pain lower and bacterial infection outcome was unknown and the pelvic pain, menorrhagia, back pain, blood urine present, abdominal distension, dysmenorrhoea, adnexa uteri cyst, migraine, abdominal pain, vomiting, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, back pain, bacterial infection, blood urine present, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypertension, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: the rest of the catheter was removed and two coils were noted coming from the fallopian tube. Going to the left side, the same procedure was performed and again two coils were noted coming from the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s patients medical records: vaginal haemorrhage, pelvic pain, nausea, dysmenorrhea, abdominal distension, menorrhagia,lower abd pain,headaches,blood urine quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("random representative sections are submitted due to not being able to determine right from left and multiple pieces"), pelvic pain ("severe pelvic pain/ painextreme pain; pelvic pain; dysmenorrhea; side pain") and menorrhagia ("heavy menses/abnormal bleeding (menorrhagia)") in a 34-year-old female patient who had essure (batch no. C36237) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the wire is stretched" (seriousness criteria medically significant and intervention required). The patient's medical history included pap smear abnormal. Culture urine, poc pregnancy urine, urinalysis reflex to microscopic and culture, urine microscopic wi culture on (B)(6) 2016. Concurrent conditions included body mass index normal, cystitis since (B)(6) 2016, bleeding anovulatory, vaginal irritation, uti and bleeding anovulatory. Concomitant products included medroxyprogesterone acetate (depo provera)(B)(6) 2015 to (B)(6) 2015 for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)/ painextreme pain; pelvic pain; dysmenorrhea; side pain"), migraine ("migraines/headaches severe migraines"), menstrual disorder ("hormonal change-describe: menstrual changes"), nausea ("hormonal change-describe: nausea"), depression ("depression/psychological or psychiatric problems condition: depression/hormonal change-describe: depression"), vaginal odour ("allergic or hypersensitivity reaction type: vaginal odor for duration of essure implant/hormonal change-describe: vaginal odor"), fatigue ("hormonal change-describe: fatigue"), headache ("allergic or hypersensitivity reaction type: headaches"), female sexual dysfunction ("apareunia (inability to have sexual ntercourse)"), hypertension ("blood or heart disorder/condition type: high blood pressure") and dyspareunia ("dyspareunia (painful sexual intercourse)/ pain during intercourse") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In september 2015, the patient experienced alopecia ("hormonal change-describe:hair loss"), vaginal infection ("infection (bladder/ urinary tract/vaginal) - type: vaginal") and vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient was found to have blood urine present ("bloody urine/ bladder or urinary problems or changes blood in urine"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("back pain,"), abdominal distension ("bloating,"), adnexa uteri cyst ("paratubal cysts"), abdominal pain ("abdominal pain/right side pain"), vomiting ("vomiting,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("lower abdominal pain"), feeling abnormal ("general toxic feeling") and bacterial infection ("bacterial infection"). The patient was treated with ibuprofen and surgery (ablation, salpingectomy and underwent a pelviscopy, bilateral salpingectomy, and removal of the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menstrual disorder, nausea, depression, vaginal odour, fatigue, alopecia, vaginal haemorrhage, headache, vaginal infection, female sexual dysfunction, hypertension, tooth disorder, vision blurred, weight increased, abdominal pain lower and bacterial infection outcome was unknown and the pelvic pain, menorrhagia, back pain, blood urine present, abdominal distension, dysmenorrhoea, adnexa uteri cyst, migraine, abdominal pain, vomiting, dyspareunia and feeling abnormal had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adnexa uteri cyst, alopecia, back pain, bacterial infection, blood urine present, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, hypertension, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage, vaginal infection, vaginal odour, vision blurred, vomiting and weight increased to be related to essure. The reporter commented: the rest of the catheter was removed and two coils were noted coming from the fallopian tube. Going to the left side, the same procedure was performed and again two coils were noted coming from the left fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s patients medical records: vaginal haemorrhage, pelvic pain, nausea, dysmenorrhea, abdominal distension, menorrhagia,lower abd pain,headaches,blood urine . Most recent follow-up information incorporated above includes: on 28-nov-2018: medical record received : event added : random representative sections are submitted due to not being able to determine right from left and multiple pieces and one of the wire is stretched. Lot number added.concomitant conditions added. Reporter information updated. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menses"), back pain ("back pain,"), blood urine present ("bloody urine"), abdominal distension ("bloating,"), dysmenorrhoea ("dysmenorrhea,"), adnexa uteri cyst ("paratubal cysts"), migraine ("migraines,"), abdominal pain ("abdominal pain") and vomiting ("vomiting,"). The patient was treated with surgery (underwent a pelviscopy, bilateral salpingectomy, and removal of the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, back pain, blood urine present, abdominal distension, dysmenorrhoea, adnexa uteri cyst, migraine, abdominal pain and vomiting had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, back pain, blood urine present, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vomiting to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.